Event description:
It was reported that the tip of the crosslink driver was broken off during use in surgery. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed that the tip was broken off near the spring tab starting point. A review of the device history records found no documentation to indicate a non-conformance to specification.